Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that (B)(6) post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that 13 years 5 months post-implant of this bioprosthetic valve, the patient presented with symptoms including chest pressure, shortness of breath during moderate exertion, trace edema, and low energy levels. An echocardiogram showed a mean gradient of 48 mmhg. Two months later, the device was replaced valve-in-valve with a transcatheter valve. One month post-implant, the patient reportedly "feels excellent and denies chest pain." The follow-up echocardiogram showed a mean gradient of 13 mmhg. No additional adverse patient effects were reported.  Added patient weight; relevant medical history; patient and device codes. If information is provided in the future, a supplemental report will be issued.